Event description:
It was reported pump was placed to superficial and was bothering the patient. Pocket revision surgery was performed on (B)(6) 2012. The patient continued to receive effective therapy and has not had any further issue. The drug being used in the pump was morphine.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).